Manufacturer narrative:
(B)(4). D10: 28mm i.d. 44mm o.d. Size f bearing, #item (B)(6), #lot 66950675. Therapy date: (B)(6) 2025. G2 report source: japan. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a hip revision 7 months post implantation due to a fall when going down the stairs. The surgeon noted that the dual mobility was then disassembled. Reoperation was completed by replacing the head and bearings. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h4,h6. Corrected: d4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.